Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products-guide wire: sion blue guide cath: hyperion 6fr jr4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a novo lesion located in the proximal right coronary artery that was 90% stenosed. A 4.0 x 8 mm nc traveler balloon was inflated one time to 16 atmospheres (atm). On the second inflation at 14 atm the balloon ruptured. There was no resistance noted during advancement of the balloon catheter to the lesion. A non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.